Event description:
This ra lead was implanted on (B)(6) 2017 and still remains implanted at this time. In an email received on (B)(6) 2018 it was noted on that the lead exhibited noise oversensing, the noise was linked to the minute ventilation signal and this feature was programmed off. The physician was (B)(6) in canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).